Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging battery indictor on her one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6), 2010 and obtained the following information: the patient was unwilling to answer any questions that mss had and stated that the alleged issue happened sometime in (B)(6) 2010 and can't recall the exact date. Since she was unable to test her blood glucose she later developed symptoms of tingling in the legs, dizzy, weak, blurred vision and she claims she was sweating. She refused to answer any further clinical information. The meter was replaced. The complaint is being reported since the patient alleged that due to the battery indicator, she was unable to test and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-02/16/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.